Event description:
A peritoneal dialysis (pd) patient reported a fluid leak after canceling pd treatment. The patient reported that during fill 1 of 5 there were two air detected in cassette warnings. When the patient removed the cassette from the cassette door it was dripping fluid. Patient was advised to make sure the cycler was dry inside before attempting to re-setup and start treatment again. There was no reported harm to the patient. Multiple attempts were made to gather additional information, but no information was received. The cycler is not available to return for investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak after canceling pd treatment. The patient reported that during fill 1 of 5 there were two air detected in cassette warnings. When the patient removed the cassette from the cassette door it was dripping fluid. Patient was advised to make sure the cycler was dry inside before attempting to re-setup and start treatment again. There was no reported harm to the patient. Multiple attempts were made to gather additional information, but no information was received. The cycler is not available to return for investigation.